Event description:
The customer alleged they received a questionable total prostate- specific antigen (tpsa) result on their e-module. The patient's initial tpsa result was 103 ng/ml. The sample was then tested on an architect analyzer and the result was 175 ng/ml. It was unknown if either result was reported outside the laboratory. There were no adverse events. The tpsa reagent lot number and expiration date were no provided.

Manufacturer narrative:
The customer's result was confirmed during investigation of this event. Gel filtration of the patient samples was performed and the result was the same. The root cause could not be determined for discrepant results for one patient when different methods are compared. The difference between methods is addressed in the package insert.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.